Event description:
It was reported that when using the bd pyxis¿ es server, the station was in boot loop. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had been experiencing a boot loop during the update. The field service engineer (fse) had resolved the issue by reimaging the station. The fse verified proper functionality. The system functioned as intended after the field service engineer repaired the device.